Event description:
Pt contacted dexcom technical support on (B)(6) 2012, to report that while he was using an expired sensor and extending its use beyond the recommended 7 days, pt suffered a hypoglycemic episode. Pt was on the phone when his interlocutor noticed that pt's speech wasn't making any sense. Pt's interlocutor called the paramedics. Paramedics measured pt's bg at 21 mg/dl when cgm was displaying 62 mg/dl and administered 2 units of glucagon and an IV. At the time of his call to dexcom technical support pt was feeling fine but was still planning on using his expired sensors.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.